Event description:
It was reported that the system 7 aseptic housing opened up during a medical procedure and fell on the floor. The battery did not fall into the surgical field. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event, housing opened and fell on the floor while weld came out, was not confirmed. During the inspection the service technician, and diagnostic engineers, did not observe any issues with the device, and it was determined all device components were confirmed present and in working order. Through the engineering analysis it was diagnosed that there was no problem found. Device was placed in parts retention.

Event description:
It was reported that the system 7 aseptic housing opened up during a medical procedure and fell on the floor. The battery did not fall into the surgical field. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.